Event description:
Device 2 of 2. Reference: 1627487-2011-04133. The pt received his trial scs system, including two trial leads (with different lot numbers) on (B)(6) 2011. It was reported the pt was diagnosed with a (B)(6), (B)(6) after the leads were removed. The infection was localized at the lead site. The pt was put on oral antibiotics and hospitalized, then moved to a rehabilitation ctr for 30 day antibiotic treatment.

Manufacturer narrative:
Eval. Method: the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product; however the identified nonconformance did not affect product integrity or product functionality. The device was, therefore, approved for use. The DHR anomaly is not related to the alleged complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.